Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: verify the issue- was the fixation tab at the end was not present when package was opened? Yes. Investigation summary: it was reported assembly missing component. A picture of the sample was received for analysis. Upon visual inspection of the picture, an opened sample without the fixtation tab could be observed. An empty opened foil, an empty labeled winding former and a needle-suture combination of product code sxpp1a405, lot lkk126 were returned for analysis. During the visual inspection of the opened sample, no mismatch in the quantity was found since the quantity required for the product code sxpp1a405 is of one strand per packet. In addition, the needle-suture was examined and slightly marks on the body of the needle that appears to be by use of surgical instruments was noted. Body fluids on the barbs were observed and the sides of the fixation tab were broken. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample, no assembly missing component / incorrect quantity was found.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy procedure on an unknown date and barbed suture was used. After disassembly of fish bone suture, it was found that there was no gasket at the end of suture. Changed another one to complete surgery. There is no report on patient's injury. No additional information could be provided.